Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 290 mg/dl. The customer changed supplies and delivered a bolus to address bg level. A system check performed with tandem technical support indicated that the pump was operating as expected. The contact stated that the customer does have scar tissue on the belly and stated that a manual injection would also be given.